Event description:
Both unipolar and bipolar impedances have gone out of range. Thresholds have increased, sensing remains about the same. Considering the age of the lead and upward trend in impedances, likely signs of lead failure. All indications indicate that this lead is still actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.